Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported that patient had powerpicc in - on antibiotics in community and found to be leaking just prior to removal. Dwell 62 days, 50cm trimmed PICC with a 11cm external length. Rupture at 16.5cm mark on catheter. Discovered by leaking into dressing. Split 5.5cm internal. The leak was discovered on the day the PICC was scheduled to be removed. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak is confirmed but the cause is unknown. The product returned for evaluation was a 4fr sl powerpicc catheter. The returned product sample was evaluated and a kink impression with a longitudinal split was observed at the 17 cm depth markers on the catheter body. No specific evidence was seen during the investigation which supported a specific root cause for this event. The damage location suggested that catheter securement, access, and/or maintenance techniques may have contributed. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported that patient had powerpicc in - on antibiotics in community and found to be leaking just prior to removal. Dwell 62 days, 50cm trimmed PICC with a 11cm external length. Rupture at 16.5cm mark on catheter. Discovered by leaking into dressing. Split 5.5cm internal. The leak was discovered on the day the PICC was scheduled to be removed. No other information was provided.